Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 11am on (B)(6) 2016. The patient was unable to provide any specific blood glucose results which were obtained on either the subject meter or the comparison meter at this time. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they continued to take their normal dosages of lantus and novolog insulin (dosages unspecified) as a result of the alleged product issue. The patient stated that at 3pm on (B)(6) 2016 they developed the symptom of ¿shaky¿ and ¿passed out¿. In response to this the patient was taken to the emergency room (e.r) where their blood glucose was measured on an e.r meter and a result of ¿20mg/dl¿ was obtained. The patient was subsequently treated at 3:30pm with IV glucose from a healthcare professional (hcp). At the time of troubleshooting the cca noted that an approved sample site was used to obtain the alleged inaccurate results and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.